Event description:
It was reported that the unspecified bd alaris¿ pump infusion set still had half the secondary oxaliplatin bag to infuse with only 6 minutes left, while the primary bag was almost empty. The following information was provided by the initial reporter: "infusion pump indicated 6mins left to infuse for secondary infusion. However, ~half of the oxaliplatin bag was still full. Noticed that the primary bag (250ml d5w) bag was nearly empty. Likely that the valve on the IV tubing between the port for attaching the secondary line and primary tubing faulty."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set still had half the secondary oxaliplatin bag to infuse with only 6 minutes left, while the primary bag was almost empty. The following information was provided by the initial reporter: "infusion pump indicated 6mins left to infuse for secondary infusion. However, ~half of the oxaliplatin bag was still full. Noticed that the primary bag (250ml d5w) bag was nearly empty. Likely that the valve on the IV tubing between the port for attaching the secondary line and primary tubing faulty."it was reported that the unspecified bd alaris¿ pump infusion set still had half the secondary oxaliplatin bag to infuse with only 6 minutes left, while the primary bag was almost empty. The following information was provided by the initial reporter: "infusion pump indicated 6mins left to infuse for secondary infusion. However, ~half of the oxaliplatin bag was still full. Noticed that the primary bag (250ml d5w) bag was nearly empty. Likely that the valve on the IV tubing between the port for attaching the secondary line and primary tubing faulty."

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer that the secondary infusion bag was full and the primary bag was nearly empty. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers were not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.